Manufacturer narrative:
Concomitant medical products: 5071-53 lead implant date (B)(6) 2019; dtma1d4 ICD implant date (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing and noise. The ra lead remains in use. No patient complications have been reported as a result of this event.